Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the pt's daughter/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultralink meter is giving inaccurate high reading of "89 mg/dl" compared to "33 mg/dl" obtained on another device. On (B)(6) 2010, this medical surveillance contacted the reporter to clarify info obtained during the initial phone call. The pt tests his blood glucose more than 2 times per day and manages his diabetes with an insulin pump. On the morning of (B)(6) 2010, the pt obtained low readings ranging from "71-79 mg/dl" on the subject meter. The reporter claimed, the pt was being fed "like crazy" to elevate his blood glucose. At around 2 pm, the pt took a nap and did not feel like getting up. During his 4 hour nap, the pt's blood glucose reading was not taken. There was no insulin treatment at the time of concern. At 6pm, the patient tested at "140 mg/dl" on the subject meter. The reporter felt that the "140 mg/dl" may have been inaccurately high. According to the reporter, had the pt's blood glucose reading been "110 mg/dl" or below the pt would have been given food/drink at that time. However, based on the "140 mg/dl", the reporter decided to have the pt skip dinner and refrain from taking his insulin dose at 6 pm. At 10 pm, the pt was found unresponsive and subsequently tested at "89 mg/dl" on the subject meter. The patient tested on another meter at 10:06 pm and obtained a blood glucose reading of "33 mg/dl". The pt was promptly treated with a glucagon injection and regain conscious soon after. Another blood glucose reading of "79 mg/dl" was obtained at 10:31 pm on the other device. According to the troubleshooting performed with customer service, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the pt received treatment for hypoglycemia after obtaining an alleged inaccurate high reading on the lfs product.